Manufacturer narrative:
Evaluation summary: this report is based on information provided by the service center. One device was returned for evaluation. The returned sample met specification as received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found all tests were performed and passed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, forcefx generator was used in bipolar mode. The patient received spinal anesthesia before surgery. And the duration of the procedure lasted for 4 hours. Burns were observed on the patient's back.